Manufacturer narrative:
On december 24, 2021, mentor became aware that the patient also experienced left side palpable capsular contracture; baker grade unknown, and the replacement devices used on november 29, 2021 were catalog number 3503501bc; serial number (B)(6) on the left side, and catalog number 3503501bc; serial number (B)(6) on the right. This supplemental medwatch report is for the patient¿s right-sided device. Left side issue is being reported seaparately. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively confirmed via MRI. As a result, the device was explanted on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).